Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device hose was leaking and damaged was confirmed. An assessment was performed and it was determined that the inner hose was detached internally from the upper fitting. It was determined that this condition was due to mishandling the device or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the hose of the motor device was leaking and damaged. During in-house engineering evaluation it was observed that the inner hose was detached internally from the upper fitting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.